Event description:
It was reported that the camera head was out of order. The image jumps and was static when cable was stressed. A poor quality image was displayed. The issue occurred during a therapeutic c¿lioscopie (laparoscopy) procedure. The device was replaced and the intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned to olympus. A follow-up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported that the camera head was out of order. The image jumps and was static when cable was stressed. A poor quality image was displayed. The issue occurred during a therapeutic c¿lioscopie (laparoscopy) procedure. The device was replaced and the intended procedure was completed using a similar device. The procedure was extended by 20 to 30 minutes. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: due to disconnection in the cable unit, the switches of the scope/camera head did not work. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.